Event description:
It was reported that this implantable brady pacing lead was explanted and replaced due to insulation break. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).